Event description:
It was reported that there was a sudden increase over the past couple of months in impedance on the right ventricular (rv) lead. The impedance was high. There was also an increase in threshold noted as well as a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance steady at 600 ohms through (B)(6) 2015, steadily rises and had reached a maximum of 1285 ohms at time eri occurred on (B)(6) 2015 and lead impedance trends were disabled. (B)(4).